Manufacturer narrative:
No product was returned for investigation. The cause of the cardiac perforation was not determined due to insufficient clinical details. The cause of the hematoma was not determined due to insufficient clinical details. The cause of the pump suction was not determined due to insufficient clinical details. The device passed all post sterile inspection checks.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced oozing from a cardiac rupture. A thoracotomy was performed and a hematoma was removed. Later, the patient was successfully weaned from the pump and survived.